Event description:
It was reported a motor stall occurred because a magnet was used while interrogating the pump. The logs were read again and the motor stall had recovered.

Manufacturer narrative:
(B)(4).